Event description:
It was reported that during a da vinci hysterectomy with bso procedure, the single-site curved cannula accessory was twisting inside where the doctor was using it. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the curved shaft could move with respect to the bowl feature. Further movement separated the bowl from the shaft. Improper welding that joined the tube and bowl allowed for the free movement. As orientation of tube relative to the bowl is critical to the function of the item, the cannula cannot be used. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the improper weld, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.